Event description:
Same case as MFR report #2939204-2009-00784. It was reported that during a carotid stenting treatment procedure, device entanglement occurred. The procedure was indicated due to a wide neck brain aneurysm. A neuroform 3- 4.0 x 15mm stent was advanced as a unit with a transend/.014/190cm guide wire when the wire became entangled in the stent. The physician began to pull the guide wire back toward the hub of the stent catheter. The devices were removed from the pt and the stent deployed outside the pt. The procedure was completed with another of the same stent and guide wire. There were no pt complications reported with the pt's current condition listed as "fine."

Manufacturer narrative:
The incident device was disposed by the user facility; therefore, product analysis could not be performed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).